Event description:
The facility reported a "free flow" of heparin to a pt that was admitted to the emergency room with chest pain in 2003. The physician ordered a heparin drip of 1000 units/hour. A 500ml bag was hung (concentration 25000 units/500ml) and was set to infuse at 20 ml/hr. The nurse reported that the pump alarmed one hour later. When they responded to the alarm, the 500ml bag was found empty and the pump stated that the remaining volume to be infused was 479ml. The pt's physician was notified. Protamine sulfate was administered to the pt. The pt required partial thromboplastin time monitoring. The director of clinical performance reported that the pt is doing well and no adverse outcome resulted.